Event description:
It was reported that while using a bd ultra fine short insulin pen needle, that the needle broke off inside the consumer. The consumer was evaluated by a surgeon on (B)(6) 2014 and had surgery to remove the broken needle on (B)(6) 2014. It was also reported that the patient is still healing, was given medication for pain control, and had a follow up appointment on (B)(6) 2014.

Manufacturer narrative:
Results - it is unknown if a sample will be returned. The device history for lot number 4037424 were reviewed and there were no quality notifications raised against this lot. Conclusion - without a sample, a root cause for this incident could not be identified.